Manufacturer narrative:
**Update** (B)(4) 2012 - patient's operative records were received. Records indicate upon revision corrosion was found around the sleeve neck junction. The stem and sleeve were added to the complaint, and the complaint re-opened. Dor: (B)(6) 2012. **update** ((B)(4) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. (B)(6) 2012 - patient's operative records were received. Records indicate upon revision corrosion was found around the sleeve neck junction.